Manufacturer narrative:
Concomitant medical products: 6935m-62 lead, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have experienced inappropriate therapy due to the cardiac resynchronization therapy defibrillator (crt-d) detecting supra ventricular tachycardia (svt) and classifying it as ventricular tachycardia (vt). The device remains in use. No further patient complications have been reported as a result of this event.